Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 38mm in length, 4.0mm in diameter was located in the moderately tortuous and severely calcified right coronary artery. A 4.00x38mm promus element long drug eluting stent was advanced however it was noted that the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the distal portion of the crimped stent were damaged and stretched distally out over the distal tip of the device. This type of damage is consistent with the stent encountering resistance while withdrawing the device from the patient. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 38mm in length, 4.0mm in diameter was located in the moderately tortuous and severely calcified right coronary artery. A 4.00x38mm promus element long drug eluting stent was advanced however it was noted that the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.